Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: initial reporter - hospital name and address unknown. Remains implanted.

Event description:
It was reported that patient enrolled in a clinical study and underwent a left total hip arthroplasty on (B)(6) 2015. During the procedure, an unanticipated surgical complication occurred causing the patient femoral nerve paralysis. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study. During the initial procedure, an unanticipated surgical complication occurred causing the patient femoral nerve paralysis. The surgeon stated the event was relate to use of a retractor. There has been no reported revision procedure to date.